Manufacturer narrative:
Additional device codes added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that a battery replacement was done last thursday. The caller checked impedance at the time and everything seemed normal. Caller reported they were possibly in 600s but wasn't sure. The patient was getting good stimulation in her back and legs in recovery. On (B)(6) 2017, the patient wasn't feeling stimulation and attempted to turn up stimulation. The patient was not feeling stimulation on in their mid back going up to 8v. The caller provided the following impedances from the test run during the call: 0, 1, 1886, 2, 2769, 3, 2549, 1, 2, 2905,3, 2780, 2, 3, 3370. The representative programmed 0+ and 1- and at 8.4v the patient was feeling a little tingle in her back. Rep ran group impedance at 1781 ohms and 4.062ma. Rep switch to 0- and 1+ and patient felt a little bit in her back in the 8v range again. Rep reported that they took some x-rays yesterday and with the managing doctor they will take a closer look to evaluate position of the leads.

Manufacturer narrative:
Other applicable components are: product ID: 3888-33, lot# va083py, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient's x-ray presented a break in the lead. The rep reported that they would be performing a revision soon, but no date had been set. The rep reported that the patient didn't report a fall. No further complications were reported.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID: 3888-33, lot# va083p, implanted: (b)6)2014 explanted: product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead break wasn¿t determined. The patient didn¿t recall feeling any pulling or hearing a ¿pop.¿ the rep reported that the patient was very obese. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. The rep reported that the patient could no longer feel stimulation at her normal setting of 3.5. The rep reported that the patient was in the healthcare provider¿s (hcp) office now and had to put it up to 8v before she started to feel it. The rep reported that the hcp told her that impedances were normal. No further complications were reported.